Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector. It was further reported that the epg had broken support hooks. The device is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis :analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. It also confirmed that the upper and lower cases were broken. It was additionally noted that the bails and bails covers were missing. Incoming tests were performed and passed however the device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was returned to service.